Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative evaluated the device at the customer site and the reported malfunction was not replicated or confirmed. The device was put through testing without duplicating the malfunction. No trend is associated with reports of this type.